Event description:
It was reported that during surgery the device did not work at all and the motor was not working either. The battery pack was replaced and the device started to work. There was no patient impact but there was a 0-15 minute delay while the battery pack was being replaced. During product evaluation it was found that the battery had leaked electrolyte. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery pack was returned for evaluation; therefore, functional testing could not be performed. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: (B)(6).